Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Additional information has been requested, however no additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported that "after two weeks with the product, the patient noticed water seeping and did not seek care. After 20 days the patient came to the revision and they noticed the wound macero. The doctor states that patient had an allergic reaction that began with a rash on different parts of the body, hives armpits, chest and legs. The patient was treated with astesen and elidel local. The doctor states that the skin surrounding the wound has improved positively. The doctor says that the problem was because the patient did not change the dressing on time." No further details have been provided.